Event description:
The instrument was placed into the sacral screw and l5 screw. Reduction was attempted and the s-1 pin of the device bent above the screw head causing an add'l 20 minutes to get the device off.